Manufacturer narrative:
There were no allegations of malfunction or defect made against the subject wheelchair. The only part being replaced is the arm mount which was damaged in the accident. This MDR is being filed to report the injuries only. No further investigation will be performed by sunrise medical at this time.

Event description:
Dealer, (B)(6), stated the user fell out of the chair on (B)(6) 2018 when she was going down a ramp that is 10 foot long and lost control of the chair. As per dealer the user was injured. The user received a small hair line fracture on her foot, bruised her rib and the kneecap became dislocated. She was treated in emergency care.